Event description:
It was reported that during the implant procedure, the patient¿s left ventricular (lv) lead demonstrated failure to capture, high pacing impedance, and discomfort due to extracardiac stimulation. During a reposition attempt on (B)(6) 2026, the lv lead was found to be difficult to remove due to being stuck in the patient¿s vein. The lv lead was subsequently capped on (B)(6) 2026 and successfully replaced. The patient remained stable.